Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to co, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6 fr angio-seal vip was deployed in the left common femoral artery following a iliac stent procedure. Hemostasis was achieved. The patient was sent to the floor and discharged the next day. The patient felt numbness in her left leg while at home. The patient went back to the hospital. The physician did a left leg runoff on the patient where a sub-total stenosis was seen at the site of the angio-seal vip. A vascular surgery was consulted and surgery was scheduled the following day to remove the angio-seal vip device. The patient has recovered from surgery and was in good condition.